Event description:
It was reported that: a halothane vaporizer delivered 3.5% when set to deliver 2.5% and delivered 4.5% when set to deliver 4.0%. The reported problem was detected during a preventative maintenance check by an independent service organization.